Manufacturer narrative:
The device was received for evaluation. The implant displayed significant damage and was received broken. The breakage and much of the damage observed is consistent with the reported removal method. A thorough visual examination was performed. Based on this information, it appears the device was not fully expanded during insertion. The exact cause of this condition could not be definitively determined. A review of the device history record found no issues for the identified production lot.

Event description:
Approximately 8 months post-operatively, it was noted on radiographic imaging that the implant lost height. No patient complications were reported. A surgical procedure was performed to remove the implant.